Event description:
Additional info provided by the reporting surgeon indicates he does not believe this event is related to the iol.

Event description:
A surgeon reports that following intraocular lens implant surgery, a patient complained of decreased vision. During examination, the surgeon observed anterior cell growth in the visual axis. An anterior yag capsulotomy was successfully performed and the patient has recovered without consequence.